Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure mode for embedded foreign matter was observed. The foreign matter appears to be degraded plastic from the molding process. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "before use, the abg has two pieces of yellow foreign matter embedded in tube wall."